Event description:
It was reported "random disconnection errors" on the devices. There was no information on patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available additional information : imdrf annex a,g and c codes.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported "random disconnection errors" on the devices. There was no information on patient involvement.